Manufacturer narrative:
Internal report reference number: (B)(4). Additional report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-028: there was not enough information to determine the mlurc note 1: manufacturer contacted customer in a follow-up call on (B)(6) 2024 to ensure the replacement products resolved the initial concern - able to establish contact with customer. Level 1 control test was conducted using the replacement products: results were within range. Mother stated the son has diarrhea and he wasn't eating well but she stated that is due to a virus. She made an appointment with the pediatrician because of the diarrhea. The doctor told her that it was a virus and they prescribed him antibiotics. A blood test was also performed- result was 56mg/dl. Customer stated it was low and a new case was opened- internal report reference number (B)(4). Note 2: this complaint event took place outside of the united states (mexico).

Event description:
Consumer reported complaint for high blood glucose test results. Mother is calling on behalf of the customer. The customer is concerned with test results from results obtained of 263, 384 and 296 mg/dl. The customer¿s expected am fasting blood glucose test result range is 110-130 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. Customer had discarded the vial of test strips and was unable to provide lot information. Test strips were opened in (B)(6) 2023. The customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was reviewed for previous test result history: result 1: 263 mg/dl date: on (B)(6) time: 5:53am fasting result 2: 384 mg/dl date: on (B)(6) time: 5:53am fasting result 3: 296 mg/dl date: on (B)(6) time: 5:52am fasting